Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician was unsure if the event was related to the rv lead or the device. The rv lead and the pacemaker were explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2023-94725.

Manufacturer narrative:
The reported event of noise resulting in oversensing was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at nominal settings revealed sensing parameters within normal range. Additionally, a visual inspection of the header and connector revealed no contamination or foreign material that could contribute to the reported event. Additionally, a longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.